Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One needle-suture piece and one suture piece were received for analysis. Product code sxpp1a400. Additionally, a photograph was provided showing a needle-suture and a piece of suture inside a plastic glove. During the visual inspection of the sample, no breakage suture was observed. Even though damage and deformations were noticeable, the extremes was noted to be cut and split probably caused by a surgical instrument furthermore, body fluids were also observed on the strand. In addition, bending and marks that appear to be caused by a surgical instrument were observed on the body needle. This product code sxpp1a400 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: if it becomes available in the future, please provide lot number. Received information as following from sales rep via phone today. The lot number is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. Enclosed please find defect photo. No additional information could be provided. The lot of ips is unavailable. No adverse patient consequences were reported. Additional information was requested.